Manufacturer narrative:
This report has been identified as b braun med inc. Internal report no. (B)(4). The actual device involved in the reported incident was not returned for eval. However, the facility returned a photo depicting a whin infusion set package, indicating the reported lot number 0061132362, in which an exposed needle was sticking out of the paper backing of the blister package. The house retain samples for the reported lot number were pulled for eval and were visually and dimensionally inspected. There were no loose or uncovered needle guards observed. The guards and seat area of the needle that impacts the ability to secure the guard were dimensionally tested according to specification and found acceptable. No anomalies were identified that could have contributed to the reported event. Review of the discrepancy mgmt system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. There are no other reports of this nature against the reported lot number. The investigation into this reported event is ongoing. Following the receipt of add'l info and/or completion of the investigation, a f/u report fill be filed.

Event description:
As reported by the user facility: reports a clean needle stick injury occurred. While checking the paramedic unit, one of the paramedic/firefighters was stuck with the needle from the whin infusion set. The safety cap on the needle had come off, and the needle punched through the outer packaging. The packaging was still intact except for the needle coming through it. The remainder of inventory was checked and five packages were found in which the safety caps were loose and would have soon come off the needle. The needles are stored in their original packaging in a cabinet or als bag. During f/u correspondence with the reporter, the reporter stated that the paramedic sustained a small puncture wound in the top of his middle finger. The paramedic was sent for a tetanus shot since the facility was unsure of the condition of the needle.